Event description:
The following has been reported to davol by the pt's attorney: (B)(6) 2005 - pt underwent repair of her ventral incisional hernia with a bard ck patch. On (B)(6) 2011 - pt underwent surgery to address her complaints of abdominal pain. The mesh was removed from the pt's body. Attorney alleged abdominal pain, fistula, omental and bowel adhesions, abdominal abscesses, infection, pain, permanent injury, add'l surgery, explant.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney alleges the pt was treated for fistula formation and adhesions, both of which are known possible adverse reactions listed in the IFU. It was also alleged that the pt was treated for infection, the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.